Event description:
The customer reported that the subject device was opened, and used before it was deemed deficient as the open and close function of the needle would not work and needle would not extend past the tip of the catheter. The reported issue was observed during an unspecified therapeutic procedure. The intended procedure was completed without any problem. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. The slider was pushed but the cutting knife was not extended due to breakage of the cutting knife. The cutting knife was broken near the distal end cover. The broken part was not returned to olympus. The surface of the broken part was scorched and melted. The insertion portion was inspected and a minor dent was found at 885mm from the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined it is likely that the cutting knife was broken due to following: 1) during tissue incision, an electrical discharge might have occurred due to one of the following factors. The setting of the electrosurgical unit was coagulation mode when the device was used for the procedure. The activation time was too long. 2) an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. 3) during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. A minor dent might have been caused as a bending load applied to the insertion portion during inserting into the endoscope, withdrawing the subject device from the endoscope and other handling procedures. However, a conclusive root cause could not be determined. The event can be prevented by following the instructions for use which state: ¿- during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. - always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation¿ olympus will continue to monitor field performance for this device.